Manufacturer narrative:
This lot was manufactured 02/03/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) . (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set disconnected. The ¿tubing coming apart at the hub¿ when the tubing was being attached to the IV catheter. This occurred after IV insertion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.